Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ethilon was used for subcutaneous sutures. Needle breakage only at one place (about 3 mm from the swage part). The needle fragment was once lost but was found visually. The hospital commented, "there may be a problem with its use." The patient's condition is stable. Was the broken needle piece removed from patient's body during the same procedure? Was there additional tissue damage or dissection to remove the needle piece?

Event description:
It was reported that the patient underwent an ablation surgery on (B)(6) 2019 and the suture was used for subcutaneous closing. During the procedure, the needle was broken only at one place at the swage part; about 3 mm from the swage part. The needle fragment was once lost but was found visually and it was retrieved in the end. The hospital/doctor opined that there may be a problem with its use. The patient's condition is stable. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch par585, 699g55 and no non-conformances were identified. Additional investigation summary: suture needle received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Macroscopic plastic deformation observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.